Event description:
The user reported that during a hemodialysis procedure, approximately 1/3 of the wire broke off in the patient. A snare was used to remove the broken section. According to the user, the wire was being used to "line the arm vessel." The procedure was completed successfully. No further harm or injury to the patient was reported.

Manufacturer narrative:
Device evaluation. One device was returned for evaluation. A follow up report will be sent when the evaluation has been completed.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The device was visually examined. The device was split into two pieces. The complaint is confirmed. The visual inspection showed that the device was properly manufactured. The fracture point was at an angle with a jagged edge with no stretching or bending. The damage to the wire appears to be the result of excessive force applied during use. The device history record was reviewed and no exception documents were found.